Event description:
It was reported the battery capacity is very low. Even if the indicator showing 90% it lasts less than 10 min when they don't have it loaded. The machine closes down after 3-10 min.

Manufacturer narrative:
He following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The root cause of the failure was identified as a faulty battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported the battery capacity is very low. Even if the indicator showing 90% it lasts less than 10 min when they don't have it loaded. The machine closes down after 3-10 min.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device evaluated by manufacturer? Device not returned.

Event description:
It was reported the battery capacity is very low. Even if the indicator showing 90% it lasts less than 10 min when they don't have it loaded. The machine closes down after 3-10 min